Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited varying impedance and high capture threshold. The device was reprogrammed. No patient symptoms were reported.